Event description:
The customer reported the deflectable videoscope bending section cover adhesive was chipped. There were no reports of patient harm due to the reported event. The device was returned for evaluation. During the device evaluation, peeling adhesive around the objective lens was found. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the phenomenon identified in b5, the following phenomena were also identified during the device evaluation: the adhesive on the bending section cover had a chip; the bending section cover had a scratch; the label on the light guide connector was peeled; the venting connector of the light guide connector was deformed; the light guide cover glass was deformed; the video connector case had a crack; the video connector was deformed; the video connector had a crack; and the bending angle in the up direction did not meet standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the defect was caused by stress of repeated use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual "chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.